Event description:
The lay user/patient contacted lifescan (lfs) on february 17, 2007 alleging that his one touch ultra meter does not power on. A medical affairs specialist (mas) spoke to the patient on february 20, 2007 and obtained/verified the following information: a month ago, the patient's meter had stopped powering on. He was unable to obtain a blood glucose reading. During that time, the patient replaced the batteries twice and issue persisted. He did not have a back up meter to test his blood glucose. Because he did not know what his blood glucose level was, he took 35 units of novalin insulin in the morning and 30 units in the evening. Patient is on a sliding scale; however, took his minimum amount of insulin. He is supposed to test 3-4 x a day. A week later on a unspecified time and date, he experienced symptoms of feeling sweaty and "felt weird". He did not attempt to test his on his meter, since he knew the meter was not powering on and went to the ER. He had already taken 35 units of novalin insulin in the morning. In the ER, his blood glucose was 400 mg/dl and he was treated with 4 units of novalin ER and a shot of 70/30 humalog insulin. He was in the ER for a couple of hours and does not recall what his blood glucose was prior to being released. His symptoms went away prior to being released from the ER. Following the incident, he had thrown away his subject meter and testing supplies; therefore, customer care advocate (cca) was unable to troubleshoot his meter or testing supplies. He recently went to his physician's appointment and was advised to contact lfs for a replacement meter. Cca sent the patient a replacement meter. The complaint is being reported because the patient alleges he was unable to test his blood glucose due to the power issue and later developed symptoms; he sought medical attention in the ER and was treated for hyperglycemia.